Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer's device was scrapped and the customer was provided with a replacement device. The root cause of the issue was due to the single board computer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device failed to boot up.